Event description:
It was reported that this patient had a psc knee and severe varus. Surgeon described post as worn, leading to return to varus. No delamination. Revised about 2 years after primary surgery.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of instability, patient-related conditions, malalignment between the femoral and tibial components, third-body wear, or a combination of these possibilities, which led to tibial post wear and subsequent varus deformity of the knee. However, this cannot be confirmed as the devices were not provided and radiographs were unable to be obtained. Section h11: the following sections have corrected information: (b5) describe event or problem: it was reported that this patient had a psc knee and severe varus. Surgeon described post as worn, leading to return to varus. No delamination. Revised about 2 years after primary surgery. She was revised to a hinge with another company. Patient was last known to be in stable condition following the event. Device is unable to retrieve the devices, not present for surgery.

Event description:
It was reported that this patient had a psc knee and severe varus. Surgeon described post as worn, leading to return to varus. No delamination. Revised about 2 years after primary surgery. She was revised to a hinge with another company. Patient was last known to be in stable condition following the event. Device is unable to retrieve the devices, not present for surgery.